Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 250cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate profile 250cc saline breast prosthesis on (B)(6) 2017.

Manufacturer narrative:
On 04/05/2018, the mentor failure analysis lab received the device for evaluation. On 04/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/24/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device was received without fluid. No foreign material was observed within the device. The product evaluation (pe) team observed a crease on the posterior aspects, a rent was also observed measuring 0.1 cm on the posterior aspect within crease. No other anomalies were discovered. Pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).